Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of abnormal low power hazard alarms while connected to the mobile power unit (serial number: (B)(6)) was confirmed during evaluation of the returned product. The unit was functionally tested, and atypical power cable disconnect and low power hazard alarms were able to be reproduced. The patient cable was replaced, and the repaired unit was then found to perform as intended. Preventative maintenance was performed, and the mobile power unit was returned to the customer. The submitted log files were also reviewed, and no abnormal alarms were observed. It was noted that the patient¿s controller was not connected to a mobile power unit throughout the available timeframe of the event data. The pump maintained a speed within the expected range without issue. Further testing of the exchanged patient cable revealed that the abnormal alarms were caused by the relative state of charge (rsoc) signal intermittently dropping to ~0 volts. Insulation resistance testing was performed, and it was found that the rsoc wire was electrically shorting to the cable¿s shield. After removing the layers of the cable one at a time, a breach in the rsoc wire¿s insulation was revealed. This damage exposed the inner conductors of the wire to the cable¿s shield, and was therefore determined to be the root cause of the reported event. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) describes all alarms related to the heartmate 3 system controller. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that log files from the test system controller did not capture hazard alarms due to frequency of pulsatility index (pi) events, alarm was confirmed on system controller by looking at previous 6 alarms.

Event description:
It was reported that low power hazard alarms were noted while connected to the mobile power unit (mpu). The customer was able to duplicate the alarms while mpu was connected to mock loop. Patient was provided with hospital owned mpu while the faulty mpu.

Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.